Event description:
It was reported by service report that the side rail cannot lock in the up position. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail release handle.